Event description:
It was reported that the patient heart was racing after pacemaker implant. During follow up it was also reported that the patient reported feeling strange during the magnet test and the right ventricular threshold had gone up. The device and right ventricular (rv) lead remains in use. No further information obtained through follow up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.